Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness while she was sleeping and was unable to self-treat. Customer was treated with coke by a non hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer received a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness while she was sleeping and was unable to self-treat. Customer was treated with coke by a non hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section h4 (device mfg date) was updated based on the DHR attachment. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.